Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022 h6: investigation summary customer returned (3) 0.3ml, 31 gauge, 6mm syringes. No polybag was returned for lot confirmation. The returned samples were inspected to ensure that using them was as least harmful as intended. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed and all functioned as intended. The needles were within specifications and did not feature any dullness or burrs that could result in patient harm. A review of the device history record was completed for batch # 1144163 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle resistance during use. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that 9 bd ultra-fine¿ insulin syringes needle experienced difficult plunger movement. The following information was provided by the initial reporter, translated from portuguese to english she reports that she applies insulin to her pet (dog) and the needle is hard when injecting the liquid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1144163; medical device expiration date: 30-jun-2026; device manufacture date: 24-may-2021; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown.

Event description:
It was reported that 9 bd ultra-fine¿ insulin syringes needle experienced difficult plunger movement. The following information was provided by the initial reporter, translated from portuguese to english: she reports that she applies insulin to her pet (dog) and the needle is hard when injecting the liquid.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1144163. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that 9 bd ultra-fine¿ insulin syringes needle experienced difficult plunger movement. The following information was provided by the initial reporter, translated from portuguese to english. She reports that she applies insulin to her pet (dog) and the needle is hard when injecting the liquid.